Event description:
On 3rd july 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately after implantation, the lens optic was observed to be cracked necessitating explantation of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the iol optic was observed to be cracked. The rayone emv toric rao210t was explanted and exchanged during the original surgery session. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. The device has not been returned; however, a video of injection was provided for review. In the video it appears that the leading haptic is delivered smoothly; however, as the optic progresses there appears to be a point at which resistance is notable with the remaining part of the optic dragging and as it is delivered there is a crack in it. This is indicative of the lens getting trapped during injection. The mechanism by which this has occurred cannot be established from the evidence available. Our review of production records for the rayone emv toric rao210t batch 093224405 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 093224405. The root cause of the event cannot be established.